Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a broken sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated upon removal of the sensor, the sensor wire broke into two pieces. On (B)(6) 2018, further contact was made with the patient and the patient stated they visited their dietician on (B)(6) 2018, who physically examined the affected area and confirmed that the sensor wire was not retained in the patient's skin. It was indicated that the dietician pulled the sensor wire from the patient's skin and reported that it was the same length compared to a normal sensor wire. At the time of contact, the patient was doing good but stated that the sensor insertion site was itchy. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determined.